Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported effective stimulation could not be obtained for the patient's left low back or leg. Consequently, surgical intervention was undertaken on (B)(6) 2015 and the physician repositioned the patient's scs lead. The patient reported receiving effective stimulation coverage postoperative.